Event description:
A lighted mammary retractor was being used during bilateral implants. A burn was noted on the rt side of the chest by the axilla after the procedure. It is suspected that the connection between the light source and the retractor produced significant heat, that went through the or drapes and burned the skin. Treatment required: cleaning and bacitracin. Incident of burning has occurred once before.